Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this implanted device was hospitalized after presenting to an emergency room after receiving numerous inappropriate shocks. The associated right ventricular (rv) lead had a recent history of low pace impedance measurements, and a boston scientific technical services consultant (ts) discussed the possibility of a lead insulation issue. It was reported that a pacing threshold could not be obtained during follow-up testing, and there was evidence of intermittent undersensing. During clinical isometric exercises, the lead also exhibited intermittent oversensing. The shock impedance measurements were normal and stable. The device's tachycardia therapies were programmed off after the patient was admitted for pending additional investigation. The lead subsequently was capped and replaced, and this device was electively replaced, with no adverse patient effects reported.